Event description:
The customer reported to beckman coulter (bec) that the coulter ac *t diff 2 analyzer was leaking. The volume of the leak was approximately 10 ml and was not contained within the instrument. The instrument did not generate any error messages or flags as a result of this event. The material safety data sheet (msds) was reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves at the time of the occurrence. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site. The fse inspected the instrument and observed the unit was experiencing a bath overflow. The fse found the waste pump and vacuum pump was not working. The waste pump drains the white blood cell (wbc) bath, the red blood cell (rbc) bath, and the vacuum chamber (vc1). The fse replaced the waste pump, tubing, and the vacuum pump. The fse also checked all pinch valves for proper operation, and no further evidence of leaking was observed. The cause of the leak was attributed to a faulty waste pump and vacuum pump. (B)(4).